Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with clamp broken was confirmed and reproduced as the door latch being broken. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The appropriate pump head door parts were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a clamp broken; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause was a broken door latch. The door latch was replaced per service manual in order to resolve the reported problem.